Event description:
The complainaint has reported that a female patient underwent a therapeutic procedure for placement of a stent for treatment of a bronchial stricture. The right main bronchial stricture was very tight to deploy the stent. The ultraflex tracheobronchial stent was noted to have migrated right after deployment. The clinician attempted to adjust the stent position without success. The stent was removed from the patient without issue. The procedure was unable to be completed as another of the same device was not available. The patient did not sustain any complications or ill effect as a result of this issue.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.